Manufacturer narrative:
Investigation of this complaint remains ongoing.

Manufacturer narrative:
Sepsis is a condition in which a patient meets criteria for sirs (systemic inflammatory response syndrome) and has a known or highly suspected infection. The mortality rate is high if the sepsis is not treated and can progress to involve organ failure (severe sepsis); however, this will only be reportable if the source of the sepsis is related to the valve. If no evidence of device involvement, the event is not reportable. Additional information was provided indicating the most probable source of the infection was from a peripheral venous catheter. There is no allegation or indication that the septicemia is related to the valve, and endocarditis was never confirmed. Therefore, this event is no longer reportable.

Event description:
As reported by our canadian affiliates, one month after the implantation of a 26mm sapien xt valve through transaortic approach, the patient was hospitalized due to fever. (B)(6) was found on blood cultures and endocarditis was suspected. Antibiotic treatment was begun and persisted for 8 weeks. During her hospitalization, the patient developed acute renal failure which required dialysis, correcting her renal function was recovered. No further complications were found. The valve function was fine. It is impossible to confirm the source of the infection. However, the most probable source is via a peripheral venous catheter.

Event description:
As reported by our (B)(4) affiliates, one month after the implantation of a 26mm sapien xt valve through transaortic approach, the patient was hospitalized due to fever. (B)(6) was found on blood cultures and endocarditis was suspected. Antibiotic treatment was begun and persisted for 8 weeks.